Manufacturer narrative:
Sections with additional information as of 14-dec-2021: h3: was the device evaluated by the manufacturer? H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and defect found: e-0/e-2. Test strips were returned - test strips are expired, unable to test. Root cause: rc-001: miscellaneous user induced contamination on the strip connector.

Manufacturer narrative:
(B)(4). Meter and test strips were returned for evaluation. Investigation in process note: manufacturer contacted customer in a follow-up call on 21-oct-2021 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she currently does not have any diabetic symptoms. No medical intervention since the last call was reported. Note: manufacturer contacted customer in a follow-up call on 01-nov-2021 to ensure the replacement products resolved the initial concern -customer stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer does not know her expected blood glucose test result range. At the time of the call, the customer reported feeling thirsty; medical attention was not needed at the time. During the call, a back to back blood test was not performed by the customer. Customer stated she just started to use the true metrix air meter that past weekend after 2 years. The product had been stored according to specification in the bedroom; the test strips are expired: the test strip lot manufacturer¿s expiration date is 10/31/2020. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.